Manufacturer narrative:
Tech found that the head will not go up due to stuck hydraulic valve solenoid. Replaced valve for head up to resolve this issue. Bed located in bed shop.

Event description:
Complaint alleged that the head will not go up. No injury reported.